Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had removal difficulties and balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that balloon rupture occurred at 18atm at third inflation. Furthermore, during removal, it was noted that severe resistance was met between the balloon catheter and the non bsc guidewire. The inflation lumen appeared to be flattened. The flextome¿ balloon catheter was forcibly pulled out from the non-bsc guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that the catheter had removal difficulties and balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that balloon rupture occurred at 18atm at third inflation. Furthermore, during removal, it was noted that severe resistance was met between the balloon catheter and the non bsc guidewire. The inflation lumen appeared to be flattened. The flextome¿ balloon catheter was forcibly pulled out from the non-bsc guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12atmospheres (atm) without issue. A vacuum was then applied. The inflation device was verified at 12atm, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. Visual and tactile examination found that the shaft polymer extrusion was compressed beginning approximately 120mm distal of the guidewire port and extending approximately 20mm distally. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12atmospheres (atm) without issue. A vacuum was then applied. The inflation device was verified at 12atm, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. Visual and tactile examination found that the shaft polymer extrusion was compressed beginning approximately 120mm distal of the guidewire port and extending approximately 20mm distally. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the catheter had removal difficulties and balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that balloon rupture occurred at 18atm at third inflation. Furthermore, during removal, it was noted that severe resistance was met between the balloon catheter and the non bsc guidewire. The inflation lumen appeared to be flattened. The flextome¿ balloon catheter was forcibly pulled out from the non-bsc guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.